Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and a new ni-mh battery pack was installed. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported condition was not duplicated. The assembly was tested for 18 hours, and both ac & dc operation functioned properly. Further root cause was not determined.

Event description:
It was reported that the device would not operate on battery power. There was no patient use associated with the reported event.